Event description:
The disposable loading unit was used with an auto suture multifire endo gia ii disposable stapler during a right lobectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA.